Manufacturer narrative:
Other relevant device(s) are: product ID: 9680159, serial/lot #: (B)(4), evaluation of the psu found that at power up, the psu had normal function tracking throughout the volume when connected to a known good system. After a short time, the tracking volume was severely reduced, only tracking in the near area. The device was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) regarding a guidance device being used in a spinal procedure. It was reported that the tria didn't recognise the camera. There were no additional complications reported or anticipated as a result of the event.